Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one conquest pta dilatation catheter was received in two segments inside the packaging tubing. The balloon was noted to be partially exposed from the tubing and was also noted to be partially inflated. The outer packaging box was also returned. The sterile packaging pouch was not returned. A complete circumferential break was observed just distal to the bifurcate. One electronic photo was provided for review. The photo shows an outer conquest packaging box with the device removed from the packaging. The balloon appears to be partially inflated. The device is noted to have a detachment at the bifurcate. No evidence of the sterile pouch is noted in the photo. Therefore the investigation for the sterile barrier issue is inconclusive, as no evidence of lack or damage to the sterile barrier can be noted. However, the investigation can be confirmed for detachment, as the device was received in two segments. A definitive root cause for the reported sterile barrier issue and identified device detachment could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 09/2023), g3, h6 (device). H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that prior to an angioplasty procedure, the sterile packaging was found to be absent. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 09/2023).

Event description:
It was reported that prior to an angioplasty procedure, allegedly there was absence of sterile packaging. There was no patient contact.